Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set with one-link needle-free IV connector would not flow. The reporter stated the site is using the product for cta procedures in CT, and are using a pressure injector to inject radiology contrast through the IV. The set was set to 4 ml/sec and peak 300 psi. The line could be primed. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.